Event description:
Reporter indicated that the patient feels like the device is constantly firing. The patient stated that the speakers in the pt's church now seem to activate the device. The patient stated that they have pain in the pt's arm and that pt's seizures are getting worse. Further investigation revealed that the patient also believes that the detectors in department stores also seem to activate the device. The patient stated that the stimulation is not painful. Attempts to obtain additional information have been unsuccessful.